Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device sliced beyond the dermal layer of the patient. Additional clinical information determined that the issue occurred during surgery as the surgeon began to take a ssg and it sliced beyond the dermal layer. The thickness (10) was checked and the blade and the sizer were both applied correctly. There was no impact/damage to the graft harvest and the surgeon had to suture close the laceration. The surgery was completed using an alternate device with an extension of approximately 5 minutes to the surgery, while the patient was under anesthesia.